Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Battery has not been received.

Event description:
The site in (B)(6) reported that the power source was changing earlier than expected. The battery was replaced from hospital stock; "the problem resolved at the moment" with no further events reported. There was no effect on the patient; the patient was "doing fine the whole time."

Manufacturer narrative:
One battery was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log files were not available for analysis. Analysis of the device could not be performed since the device was not returned for evaluation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.